Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml, 2 mg/day) via an implantable infusion pump. Other medications the patient was taking at the time of the event and the patient's medical history were unavailable to the reporter. Indications for use included non-malignant pain, chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that on approximately (B)(6) 2016, the patient's catheter had eroded through the skin at the pump pocket, "with the black dot on the sc completely through the skin." It was unknown what led to the event. Diagnostics included cultures were taken at both the spinal incision and the pump pocket to check for infection; however, the results were unknown to the reporter. The pump and catheters were completely explanted. The issue was resolved at that time. The explanted products were discarded. The patient status was reported as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.